Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) spoke with the customer via phone. A purchase order was never supplied. The customer stated that the issue involved a bad cable and not the balloon pump. Service was not required. A supplemental report will be sent if additional information becomes available. H3 other text: not returned to manufacturer.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) blood pressure won't connect to monitor. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) blood pressure won't connect to monitor. There was no patient involvement.